Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 445 mg/dl at the time of incident and the other blood glucose level was 594 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as headache. The customer was treated with manual shots drip for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer did not allege pump was under delivering. Customer stated insulin pump passed displacement test and high pressure test. The insulin pump will not returned for analysis.